Event description:
The customer reported that the system would intermittently lock up when sending images to pacs. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested, found to be working as intended and returned to service.